Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1525804) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device failed to deploy. Manual compression was applied for 20 minutes. The patient was noted to be doing fine and hospitalization was not prolonged as a result of the mynx event. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when shuttling down. Procedure type: peripheral vessel size: 5 mm sheath size: 6f stick location: femoral head.